Event description:
It was reported an arteriotomy closure of the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the lever was closed, the proglide device could not be removed. A cut down was required to remove the proglide device, and the rcfa was sutured closed to achieve hemostasis. The evar procedure was aborted in the rcfa. An arteriotomy closure of the left common femoral artery (lcfa) was attempted using the pre-close technique via a 6fr sheath hole. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, a conclusive cause for the reported device entrapment could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for potential causes. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.